Event description:
Arthritis [arthritis], joint fluid retention [joint effusion]. Case description: spontaneous report was received on 19-oct-2011 from a physician regarding (B)(6) female patient, initials (B)(6). The patient's medical history was significant for gonarthrosis after medical meniscus removal operation. On an unspecified date, the patient initiated synvisc, 2 ml in an unspecified knee. On an unspecified date, arthritis and joint fluid retention (50 cc) appeared. The action taken with synvisc was not provided. The patient's outcome for the event was not yet reported. The reporting physician assessed the relationship between synvisc and the events as probably related. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
The benefit-risk relationship of the product is not affected by the report. Evaluation summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.